Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the mega suturecut needle driver instrument was noted to have a fracture at the tip of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's grip cable to be broken. One grip cable was broken at the distal idler. The idler pulley spun freely. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation found that the distal idler pulley showed pulley rim and face damage, also exhibited scratches.